Event description:
It was reported that there was smoke was coming out of the machine and it stopped working. There was no patient involved and no clinical consequences to the user.

Manufacturer narrative:
Investigation summary with the available information bsc concluded based on analysis results, that the as reported smoking which led to the console not working, was confirmed. The smoke was likely due to the failure of the process control board (pcb) in the laser power supply (lps). After replacing the component, the console passed full functional electrical safety testing. A review of the console service history confirmed that the console was fully functional without issues since last serviced. Per the reported information there was no direct patient complications associated with the error codes. There is no information to reasonably suggest that the reported error codes could potentially cause or contribute to patient harm if these were to occur again. Device history review: a service history review was completed. This laser console was installed on 07 july 2017. The system was last serviced on (B)(6) 2021. The laser console was fully functional without any issues. Device technical analysis: the console was serviced by a field service engineer (fse) onsite. The fse replaced the laser power supply (lps) and upgraded the firmware. The production keys where installed and the internal serial number was set to (B)(4). The console passed full functional and electrical safety testing. Investigation conclusion: based on analysis results an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that there was smoke coming out of the machine and it stopped working. There was no patient involved and no clinical consequences to the user.